Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2009; 429888 lead, implanted: (B)(6) 2017; w4tr03 crt-p, implanted: (B)(6) 2017. Product event summary: the full lead was returned in segments, analyzed, and the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular lead was explanted and returned to the manufacturer for an unknown reason. The lead was analyzed and was found to have tested out of specification. No patient complications have been reported as a result of this event.